Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not well connected with the implantable pulse generator (ipg). It was also reported there was noise on the rv channel. The rv lead was successfully reconnected with the ipg. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated at follow up check, during a holter testing there were non conducted right atrial (ra) lead p-waves. The physician performed a follow up check but all parameters seems stable. Only amplifying the atrial signal there were isolate double p-wave counting. The sensibility was re-programmed and the double counting disappeared. The ra lead remains in use.